Event description:
It was reported the bronchofibervideoscope had black spots in the image. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not] confirmed. Based on the results of the investigation, it is not possible to establish the root cause. The event can be prevented by following the instructions for use which state: instructions evis eus ultrasound bronchofibervideoscope olympus bf-uc190f. Important information ¿ please read before use warnings and cautions ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. ¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred at the beginning of a endobronchial ultrasound procedure. There was no delay in procedure. The same device was used to complete the procedure.